Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. No issues were found.

Event description:
On (B)(6) 2018, (B)(4). Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 5-10 minutes. It was reported that the site registered, and the accuracy looked good, but after going sterile, they were inaccurate by 1cm. The site broke sterile and re-registered and were then accurate, but after going sterile again, they were off by the same amount. The site took the inaccuracy into account and completed the surgery with navigation. It was noted by a manufacturer representative that was present that when the site was putting on the sterile frame they were ripping the plastic with the edge of the frame and having to pull up to do it. There was no impact on patient outcome.